Manufacturer narrative:
(B)(4). The actual complaint device is not available. An unused sample will be returned.

Event description:
The customer alleges during the attempt to remove the guide wire after insertion of the cvc the guide wire unraveled. The removal of the wire was performed with difficulties. However, the wire could be removed and the cvc did not need to be removed.

Manufacturer narrative:
Qn#(B)(4). Date of event corrected to (B)(6) 2017. The customer returned a used unraveled spring-wire guide (swg) and five unopened representative samples kits. Visual examination of the swg revealed the guide wire is unraveled from the distal weld. The distal end of the core wire protruding was flat and retained its j shape. Microscopic examination of the swg confirmed the inner core wire fractured off adjacent to the distal weld. The distal weld was present at the end of the unraveled coil wire and the proximal weld was still intact. Both the proximal and distal welds appeared full and spherical. No defects or anomalies were found with the representative samples. The broken core wire measured 685 mm in length, which met specification; therefore, no pieces appear to be missing. The outer diameter of the guide wire was also within specification. A manual tug test confirmed the proximal weld is intact. A device history record review was performed and no relevant findings were identified. (Con't) other remarks: the instructions-for-use provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It warns that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The swg met relevant dimensional requirements and no manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges during the attempt to remove the guide wire after insertion of the cvc the guide wire unraveled. The removal of the wire was performed with difficulties. However, the wire could be removed and the cvc did not need to be removed.